Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received a compromised forced sensor alarm, has high blood glucose and is out of syringes. Their blood glucose was 307 mg/dl, they haven¿t been able to treat and are going to urgent care. During troubleshooting for prime rewind, the caller said that the pump was not bumped and that the drive support cap is flush. The customer said that they did not push the cap in while being connected to the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised that the possible cause of the compromised forced sensor alarm was that the forced sensor occurred during seating and that it did not detect the reservoir. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.